Event description:
It was reported that, after a thr performed on (B)(6) 2022 with an oxinium fem hd 12/14 32mm +0, while checking leg length and offset with intraoperative x-ray and stability check by surgeon, the patient dislocated their hip, returned to theatre and surgeon performed a closed reduction. The patient then dislocated again. Patient was still in bed when dislocated, had not mobilized after surgery prior to dislocating. The surgeon made the decision to bring the patient back to theatre the following morning (B)(6) 2022) to perform open reduction and femoral head exchange. The surgeon performed an x-ray prior to revising the hip, stating again that he was happy with leg length and offset, but was not happy with stability as the patient had dislocated. The surgeon exchanged the femoral head for a +8mm head (primary was +0), checked with x-ray and performed stability check before closing. Current health status of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the provided x-rays and photo were reviewed, and appears to have an inclination close to 49 degrees and unknown if this is related to the reported instability. Current health status of the patient is unknown. All documents and images provided as of this date have been reviewed. With the limited information provided, the clinical root cause of the reported dislocations, closed reduction and subsequent revision cannot be confirmed. It cannot be concluded the future impact to the patient and future possibility of re-dislocation. The patient impact beyond the reported events cannot be determined. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include limited range of motion, patient anatomy, postoperative care or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.